Manufacturer narrative:
The subject device has not been returned to omsc. Omsc reviewed the manufacturing history of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that the endoscopic image of the subject device became red during an unspecified therapeutic procedure. The user facility replaced the subject device with a similar but another device and completed the procedure. There was no patient injury report associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation result. The subject device has not been returned to olympus medical systems corp. (Omsc) but was returned to olympus (B)(4) for evaluation. In the evaluation, the reported phenomenon that the endoscopic image of the subject device became red was duplicated. In addition, the evaluation confirmed following. Foreign materials were on the objective lens and the endoscopic image became normal after cleaning of the objective lens. There were several heavy kinks on the insertion tube, heavy scratches on the distal end, many dents and scratches on the ultrasonic transducer. There were signs of moisture at the contact pins in the ultrasonic connector. Because no image abnormality occurred after cleaning foreign materials on the objective lens, olympus determined that the reported event was caused by insufficient and/or incorrect reprocessing.